Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated event description d3: updated manufacturer email device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: this is an updated evaluation of t-pal instrumentation based on 22 cases in the previous report and 1 more case operated between (B)(6) 2006 and (B)(6) 2022. On request we have reanalyzed the cohort including the 5 expedium anterior and 9 non-depuy anterior devices. Mean age of the patients was 52 years. Females were 65 percent. Intra-operative complications: -1 dural tear -1 infection post-op complications within 1 year: -2 infections reoperations: -1 implant removal this is for t-pal. This report is for one (1) unk - cage/spacers: t-pal this report captures post-op complications within 1 year: -2 infections reoperations: -1 implant removal this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - cage/spacers: t-pal/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the current report is a retrospective analysis of 22 patients who underwent instrumentation with t-pal between january 02, 2006, and november 22, 2020. In 5 cases it was combined with expedium anterior. In 9 excluded cases it was combined with non-depuy anterior devices. This analysis is thus based on 13 cases. Mean age of the patients was 52 years. Females were 64%. Intra-operative complications: 1 dural tear. Post-op complications within 1 year: 2 ssi superficial. Readmissions: 1 removal implant. This is for t-pal. This report is for one (1) unk - cage/spacers: t-pal this is report 2 of 2 for (B)(4).